Manufacturer narrative:
There are no known system issues that may have contributed to the discordant low advia centaur cp troponin test result and there was no other discordant troponin patient results reported by the customer at the time of the event. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low advia centaur cp troponin ultra result was obtained when repeat testing was performed by the customer. There was no known report of adverse health consequences due to the discordant low troponin ultra result.